Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had not shown the heart rate on the trend. Boston scientific technical services (ts) stated that the sixty seven percent of the valid intervals are needed and explained that this patient's heart rate was primarily driven by the pacemaker and the heart rate trend was designed to show the intrinsic heart rate, not the paced heart rate. As of this time, this device remains in service. No adverse patient effects were reported.